Event description:
It was reported that the patient presented in the operation room due to endocarditis. The left ventricular lead was explanted. No patient condition was available. No further information was available.